Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a right inguinal hernia repair surgery on (B)(6) 2008 and mesh was implanted. The patient reportedly experienced a huge right indirect inguinal recurrent hernia. No additional information was provided.

Manufacturer narrative:
Additional information additional narrative: it was reported that he had recurrent hernia surgery in (B)(6) 2017.

Manufacturer narrative:
Additional patient code: (B)(4) - additional surgical interventions (B)(4)- urination issues additional narrative: per maude report, the patient reported that he had hernia surgery with prolene hernia system in 2008. Two three months ago, the patient reported he started having pain including urination issues. The patient had a CT scan in 2017. The patient was told that another hernia surgery is required to repair recurrent hernia and that the patient has 2nd hernia.

Manufacturer narrative:
Additional information. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.